Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The proximal reaming guide holder internal rod became loose towards the top.

Manufacturer narrative:
The visual analysis of the returned product presents a rupture of tig and laser welding at the pommel. The cause is attributed to the raw materials used for this device were not relevant for the design requirements. Based on the information received and the investigation performed, the root cause of the incident is related to a design issue. The material was changed to x17u4 at the plate junction via (B)(4); depuy (B)(4). The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.